Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2021. The customer reported that analyzer s/n (B)(6) displayed the "low battery" message while using two disposable 9-volt alkaline batteries, and the batteries were hot to touch when removed from the analyzer. Failure analysis did not reproduce either part of the complaint. A defective battery contacts board was determined to be the likely cause of the "low battery" message. There is insufficient evidence that the defective battery contacts board caused the batteries to become hot to touch at the customer site. For disposable battery use in the I-stat 1 analyzer, the I-stat system manual recommends using lithium batteries. Alkaline batteries are not recommended for use in the I-stat 1 analyzer. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4) the investigation was completed on 17-dec-2020. The customer reported that analyzer (B)(6) displayed the "low battery" message while using two disposable 9-volt alkaline batteries, and the batteries were hot to touch when removed from the analyzer. Failure an (B)(6) alysis could not be performed as analyzer (B)(6) has not been returned to abbott point of care. A search was performed using the complaint handling system spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer who reported that I-stat analyzer sn (B)(4) was hot to touch. There was no additional information at the time of this report. Apoc has replaced the analyzer at no charge to be returned for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient, or user related injuries associated with this complaint.